Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
It was reported during a follow-up visit was conducted on (B)(6) 2026, for a patient with an implanted wise crt system. Since the prior visit, the amount of coordinated heart pacing provided by the device (biv pacing) decreased from 89% to 79%. The patient also reported feeling a decrease in energy, noting that they typically feel better when the device is working consistently. During the evaluation, the device was found to deliver therapy inconsistently depending on the patient's body position. When lying flat, therapy delivery was intermittent, but it improved when the patient was sitting, standing, or lying on their side. Testing confirmed that the device could deliver therapy effectively under certain conditions. Device checks showed that the battery and overall system were functioning normally, and no hardware problems were identified. The physician adjusted the device settings to improve performance while preserving battery life. The physician also recommended that the patient undergo a repeat echocardiogram to assess whether their heart function (ejection fraction) has changed since the last evaluation. The patient will return for follow-up after imaging is completed. No adverse patient sequeale was reported.